Event description:
As reported by our affiliates in (B)(4), during the implantation of a 26mm sapien xt valve by tf approach in aortic position, valve migrated towards the ventricle. The patient had a small ventricle, and a pre-existing bioprosthetic mitral valve. Balloon aortic valvuloplasty (bav) was done 3 times, as the balloon ¿melon seeded¿ or slipped aortic and was not effective. The delivery system balloon seemed to be caught on the strut of the mitral bioprosthetic valve. They had partially deployed but were unable to pull the valve towards the aorta. With full deployment the valve was in the lvot (left ventricular outflow tract) but did not migrate to the ventricle because of struts pinning the valve. Furthermore, the patient developed a new lbbb. A second valve was deployed proximally with good result. The valve migration was attributed to patient conditions including a small ventricle and difficulties experienced during deployment related to the bioprosthetic mitral valve. New information was received that the annular measurement was 25mm with severe calcification, and a permanent pacemaker (ppm) was placed. The patient¿s ejection fraction was greater than 60%.

Event description:
As reported by our affiliates in canada, during the implantation of a 26mm sapien xt valve by tf approach in aortic position, valve migrated towards the ventricle. The patient had a small ventricle, and a pre-existing bioprosthetic mitral valve. Balloon aortic valvuloplasty (bav) was done 3 times, as the balloon ¿melon seeded¿ or slipped aortic and was not effective. The delivery system balloon seemed to be caught on the strut of the mitral bioprosthetic valve. They had partially deployed but were unable to pull the valve towards the aorta. With full deployment the valve was in the lvot (left ventricular outflow tract) but did not migrate to the ventricle because of struts pinning the valve. Furthermore, the patient developed a new lbbb. A second valve was deployed proximally with good result. The valve migration was attributed to patient conditions including a small ventricle and difficulties experienced during deployment related to the bioprosthetic mitral valve.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the ventricular malposition was attributed to patient conditions including a small ventricle and difficulties experienced during deployment related to the bioprosthetic mitral valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards, ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the need for pacemaker implant implantation is related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.